Event description:
Voluntary medwatch form received stated that the atrial lead exhibited low impedance and noise. The lead was explanted and successfully replaced.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119678.